Event description:
Error message, 200m, appeared on the carto system indicating a connection/catheter issue. All connections were checked. The catheter was exchanged for the same type of catheter and this corrected the issue. There was not any patient harm involved due to this issue.